Event description:
The patient has been referred for revision, metal liner exchange due to suspected alval - not infection present, no other issues appear to be suspect from the x-rays.

Manufacturer narrative:
The devices associated with this report were not returned. Following investigation by bioengineering, notification was received that: no parts received. X-ray show stem slightly in varus with line on lateral shoulder. May be image artifact without series of x-rays it is not possible to comment. The shell is at about 45deg with version. There is a line on the inferior side of the cup but this may be image artifact it is not possible to tell. The apparent leg length discrepancy may be due to the rotation of the contra-lateral femur. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.